Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead was hospitalized due to asystole and syncope. The device was checked and the rv pacing threshold measurement was 1.1v, until suddenly loss of capture (loc) was observed, no pacing was noted, and the patient experienced asystole and syncope. The device pacing output was reprogrammed to 7.5v, and it was observed that the pacing threshold measurement was now 4.5v. The other lead measurements were within normal range; however, the physician planned to perform a lead revision in effort to resolve this issue. The system was tested again at the time of the revision procedure, and again it was observed that the rv pacing threshold measurement was good until loc suddenly occurred. A lead problem was not suspected, as the pacing threshold measurement with the pacing system analyzer (psa) was also 1.1v. As the cause of the problem could not be determined, the device and rv lead were explanted and replaced. No additional adverse patient effects were reported.